Event description:
The distributor reported the patient experienced a burn post tattoo removal treatment with the alma harmony system.

Manufacturer narrative:
Based on the provided information it appears to be burn / blisters, epidermal erosions, following alma harmony tattoo removal. Follow-up photos were not provided, however long term sequala is not anticipated, therefore we are filing this report in good faith.